Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced diaphragmatic stimulation. Moreover, it was noted that the lead microperforated. This lead was surgically abandoned. No additional adverse patient effects were reported.